Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported shaft kink was unable to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported difficulty to position was a result of the stent delivery system (sds) not being coaxially aligned, such that as the sds was being advanced it interacted with the guiding catheter and/or the other guide wires causing resistance. Interaction and/or manipulation of the device resulted in the noted stent damages (crushed, kinked) and ultimately resulted in the reported dislodged stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery. A 3.50 x 28 mm xience alpine stent delivery system (sds) was selected for the procedure. Three guide wires were inserted through a non-abbott 7.5f sheathless radial guiding catheter; one into the lad, one into the ramus and one into the circumflex. The sds was inserted into the guiding catheter met resistance with the guiding catheter and would not pass through. A kink was noticed in the sds shaft near the site of entry. An x-ray was taken; the stent implant was not on the balloon and was found in the proximal end of the non-abbott sheathless radial guiding catheter at the point of insertion. An unspecified balloon catheter was used to capture the stent implant and remove it from the non-abbott sheathless radial guiding catheter. A new unspecified guiding catheter was put in and the procedure was successfully completed using another unspecified sds. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.